Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that smiths medical this cadd cassette may have completed the infusion sooner than expected. The reported issue did occur while in use with the patient. No adverse effects were reported.